Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  A temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation or any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique, as reported by the patient¿s nurse. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd nurse stated the patient was receiving pd treatments while in a rehabilitation center and it is believed the rehabilitation staff may have caused a breach in aseptic technique. The rehabilitation staff has been re-trained on proper infection control procedures during pd therapy.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient developed peritonitis while in the nursing home. No other information was provided. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn)reported the patient was experiencing symptoms of cloudy pd effluent while receiving pd therapy at a rehabilitation facility. Per the pdrn, the patient was in a rehabilitation due to weakness from the patient¿s overall health status; not related to pd therapy or use of any fresenius products. As a result of the cloudy effluent, the patient was admitted to the hospital with peritonitis on (B)(6) 2020. Details surrounding the patient¿s hospitalization, including pd culture results, are unknown as the patient was hospitalized at the time follow-up was completed. However, the pdrn reported the patient is being treated with unknown antibiotics. The pdrn confirmed the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the peritonitis event. The pdrn stated the event was believed to be related to a breach in aseptic technique as the rehabilitation staff were performing the patient¿s pd treatments. Reportedly, the staff has since been retrained on proper infection control procedures.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.